Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state:(B)(6).

Event description:
The customer reported that the device reports a loudspeaker error; loudspeaker only works sporadically and keeps failing. It is unknown if the device was in clinical use a the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. A bench repair technician (brt) confirmed that the speaker assembly was defective and replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.